Manufacturer narrative:
The following fields have been updated with additional information. D9: device available for evaluation: yes. D9: returned to manufacturer on: 16-sep-2024. Investigation summary: material 245122 is manufactured by rehydrating the media components with usp purified water, and thoroughly mixing until a homogeneous solution is obtained. The tubes are filled, capped, torqued and then labeled by machine per standard operating procedure (sop). The tubes are terminally autoclaved in an air over pressure (aop) autoclave, per manufacturing instructions, using a validated cycle. Post autoclaving, tubes are packaged into final shipping configurations. The batch history record for batch 4116305 was satisfactory and no quality notifications were generated during manufacturing and inspection. Formulation, filling and autoclaving processes were within specifications. Qc inspection and testing were satisfactory at time of release. The complaint history was reviewed, and no other complaints have been taken on batch 4116305. Retention samples from 4116305 were available for inspection. Three tubes from batch 4116305 were returned in a box with bubble wrap. An instrument report also was received; but no conclusions about performance were drawn from it. For investigation, retention samples were performance tested for growth of the organisms reported in the certificate of analysis and return samples were tested for growth of mycobacterium tuberculosis h37ra atcc 25177 and mycobacterium tuberculosis h37rv atcc 27294 only. Growth of each organism was detected within the time specification in all tubes tested. Uninoculated (negative) control tubes from batch 4116305 had no detection for the duration of the testing. All performance testing for growth was satisfactory. Retention and return sample testing did not find a performance defect. This complaint cannot be confirmed. Bd will continue to trend complaints for performance defects.

Event description:
It was reported when using the bd bactec¿ mgit¿ mycobacteria growth indicator tubes, two (2) tubes from the same patient flagged as positive on the instrument after the first date of incubation. Upon performing a gram stain and subculture, the customer detected no growth. The customer reported the final result as positive from the initial plates cultured at the first date of incubation. There was no health impact or consequences reported.

Event description:
It was reported when using the bd bactec¿ mgit¿ mycobacteria growth indicator tubes, two (2) tubes from the same patient flagged as positive on the instrument after the first date of incubation. Upon performing a gram stain and subculture, the customer detected no growth. The customer reported the final result as positive from the initial plates cultured at the first date of incubation. There was no health impact or consequences reported.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.